Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. No damage found on the lcd isolation tape noted during testing. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube, stripped battery cap coin slot, broken battery cap and cracked battery tube threads.

Event description:
The customer reported via phone call that they were unable to remove the battery cap. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery was low. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.